Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal hydromorphone 2500 mcg/ml at 1157 mcg/day via an implantable pump. The indication for use was not reported. It was reported the pump alarmed, and telemetry showed a motor stall for 197 hours. There were no environmental, external or patient factors reported that might have led or contributed to the event. There were no diagnostics/troubleshooting performed. They programmed the pump to the smallest daily dose possible with this medication (120 mcg/day). The pump status was implanted ¿ remains in service. The pump would be replaced on (B)(6) 2019. The issue was not resolved. However, the patient's status was alive - no injury. The implant date was unknown. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump and catheter were explanted.